Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during the implant procedure, when the physician was loosing the atrial setscrew, it came completely out. The pacemaker was attempted and not implanted. No adverse patient effects were reported.